Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the battery life on his insulin pump lasts less than a week and he has to change out the battery every other day. Customer's blood glucose is 400 mg/dl. Customer was advised of the possible causes of shorter battery life. A replacement battery cap was sent. Customer was advised to monitor the device and call back if the issue persists. Nothing further reported.